Event description:
Caller reported a tandem mobi cartridge alarm occurring during the load process of the insulin pump, confirmed as cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use the current pump as backup therapy until a replacement pump with updated software could be sent. Technical support instructed the caller on storage mode procedures for the existing pump, return protocols, and steps for setting up the new pump, which the caller acknowledged and understood.